Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had b30 error. The issue was found during sedation for a therapeutic colon procedure. There was procedural delay and it was less than 30 minutes. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; d8; d10; g3; h2; h3; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during remote troubleshooting and it was described as: detergent remnants on endoscope connector contacts, finger grease; dust on endoscope connector contacts; potential improper handling; hot swapping scopes without powering down the light source; endoscope connector on light source may have debris, requires cleaning. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. The most probable cause of detergent remnants, finger grease, dust on the endoscope connector contacts and debris on the endoscope connector on light source was not established. The most probable cause for the hot swapping of the scopes was failure to follow instructions. The 'hot swapping scopes without powering down the light source' was addressed in the instructions for use (IFU): the instructions manual of the device, page 79, states the following: turn the light source off and disconnect the power cord from the wall mains outlet before replacing the lamp with a new one. Otherwise, an electric shock may result. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.